Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that med not crossing in patient profile. A technical support specialist verified the station functionality and found no issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system med not crossing in patient profile. Customer stated that the user must perform an override in order to access medication from the patient profile. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication not crossing in patient profile. A technical support specialist checked on the server and found that the med ID: ph002185 was crossing over for the patient but not on the facility formulary at all but the one shown on it was med ID: ph0002185. So advised customer to reach out to hospital information technology team regarding this issue and inquired to resend the messages for the patient to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using a pyxis medstation es system medication not crossing in patient profile. The customer stated that the user must perform an override in order to access medication from the patient profile. There were no adverse events or injuries reported based on this incident.